Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The following possible causes for the reported event are presumed as follows: 1. Reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. 2. Occurrence of contamination during sampling for culture test. 3. Performance of reprocessing possibly declined due to nonconformities of the subject device. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed that the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determine at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the customer¿s scope cultured positive twice for an unknown organism after reprocessing. There was no patient infection or patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Additional information received from the customer states the facility has top level reprocessing and have the best practice in regards to their reprocessing methods. The facility performs residual protein testing and have had no positive cultures in the past three years. It is believed that the current positive cultures are due to the channels being so thin. There has been no patient infection. The customer were not able to put the borescope into the channel like other scopes to check for defects, damage, etc. The facility has ordered a thinner borescope to check the channels of these scopes to ensure there is no internal damage. The scopes are cultures every week as a part of contingency. The scopes are reprocessed with opa. The scope is reprocessed in a medivators aer and the IFU is followed. The scope is stored in a hanging dry closet. All reprocessing staff are trained on how to properly reprocess the scopes. Pre-cleaning is being performed. Internal inspection of the channels are being performed after the reprocessing. An olympus leak tester is being used. The channels are being brushed during manual cleaning. The customer declined the offer to send the scope to the independent laboratory for microbial testing. There was no patient infection or injury due to this.